Event description:
Customer called for help with glucose meter. Eval by phone showed that the calibration check strip was reading high out of range. The device was replaced and the defective one was returned for further investigation.